Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimul ator (ins). It was reported that the lead backed out of the epidural space. The device was reprogrammed to the right lead and excellent coverage was achieved. The md was going to inform the patient, and if the patient would like a lead revision that will be scheduled. The issue was reported to be resolved. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was replaced on (B)(6)2018 and was discarded by the customer. The patient is receiving good coverage now and the issue was resolved. No further complications were reported.